Event description:
Customer reported a hospitalization due to low blood glucose. Customer stated that the nurse in the doctor's office changed her settings multiple times. Customer feels this is what cause the hospitalization. The blood glucose reading at the time of the event was 30 mg/dl. Customer stated that she laid down and did not wake up. Nothing further reported.

Manufacturer narrative:
The insulin pump received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.